Manufacturer narrative:
One set model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable cause is the solvent dispenser malfunctioning. A quality alert was generated to create awareness for personal involved. A fixture will be added to assist in the solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
When inserting tubing into the pump, the tubing came apart at the lock. No injury to patient. Additional information: what was the original intended procedure? IV infusion. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.